Event description:
It was reported that this system exhibiting jumpy pacing impedance measurements on the right ventricular (rv) channel. There is no noise or oversensing observed. The patient will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).